Manufacturer narrative:
Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was with the flow sensor board which will not cause insufficient o2. Therefore, there was no reportable malfunction.